Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported persistent elevated blood glucose levels despite delivering correction boluses and also experienced nausea and abdominal cramps, which the patient initially attributed to a prior gastric bypass surgery. On (B)(6) 2026, the patient reported a blood glucose level of 393 mg/dl. Later that day, the patient attended a medical appointment for pod infusion site irritation, where the site exhibited redness, swelling, an abscess, and purulent discharge. The patient was diagnosed with an infusion site infection and was prescribed an antibiotic (augmentin 875 mg) to be taken three times daily. While at the hospital, the patient also informed diabetes services staff about the symptoms experienced the previous day. According to the patient, ketone testing revealed a level of 0.8 mmol/l, and 4 units of novorapid insulin were administered to address the hyperglycemia. The patient then resumed therapy by applying a new pod.